Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support. During support, the patient developed an access site bleed that required a blood transfusion as treatment.